Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose level was 171 mg/dl. The customer stated that she received failed battery test two days in a row. The customer stated that they received a battery out limit then the failed battery test. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump alarmed during normal use. The customer was advised to monitor the pump. The customer will be sent a replacement battery cap.